Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. The linkage assembly was in the not deployed state and the slide insert was not visible in the viewing window. The needle guard was still intact and the exposed portion of the soft cannula was not observed. After removing the needle guard, the device was in the deployed position, and the exposed portion of the soft cannula was observed. The download data showed that the device completed 56 pulses, 46 of which were first prime pulses, before being deactivated. No timeouts, drive stalls, or alarms were observed in the download data that would have caused the device not to deploy. It could not be determined if the pdm engaged the user in all steps of the priming sequence before the device had deployed, therefore the cause of the needle not deploying could not be determined.